Event description:
It was reported that once two mountaineer h/h inner screws and a cross connector were placed, the surgeon began the process of placing the outer nut to lock the plate when he felt that the nut was not grabbing onto the screw. He later discovered that the threads from the inner screw were no longer present. This event happened two times. Both inner screws were replaced with new ones and outer nuts as well. Both were tightened with the proper torque and the rest of the case was uneventful. It was reported that it does not appear that any torn thread fragments were left in the patient. The following mfg. Medwatch reports are being filed for the two mountaineer h/h inner screws with torn threads that were involved in this event. 1526439-2014-11526, 1526439-2014-11527.

Manufacturer narrative:
Device manufacture dates: jan 31, 2014; nov 12, 2013, jan 9, 2014 a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Mfg date: jan 31,2014; nov 12,2013; jan 9,2014), the mountaineer h/h x-connector inner screw was returned for evaluation. Visual inspection revealed that the inner screw had torn threads. A review with subject matter expert (sme) identified two possible causes that would result in this type of failure (over torque and cross threading). A complaint search was conducted on sale representative to identify if there is a systemic issue with the torque driver. The results of this analysis suggest that there is no issue with the outer nut torque driver. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the mountaineer h/h x-connector screw was conducted on the specific code from the complaint as there are no like devices. No systemic complaint trend was identified requiring further action. As such, no corrective or preventive action is required at this time. The root cause for the stripped set screws cannot be positively identified. It can be determined that it was not an issue with the outer nut torque driver as demonstrated by the lack of complaints from the complaint search on the sales rep. It is likely that the screw was cross threaded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.